Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during to the implant of this transcatheter bioprosthetic valve, the valve implantation was too high, and the valve dislodged aortic. The valve was able to be implanted but dislodged after release from the delivery catheter system (dcs). Subsequently, another valve was successfully implanted following the first dislodged valve. It was reported that there was annular and or aortic calcification and tortuous anatomy. No additional adverse patient effects were reported.